Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. D1 - brand name: - previous brand name: servo-s, - corrected brand name: servo-s base unit. D4 - version or model #: previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and according to information the pressure transducer was defective and needed to be replaced. A quote was sent to customer to replace the defective parts. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 894010